Event description:
Possible allergic reaction. Four days post implantation, pt began to experience: intermittent rash (with itching), tachycardia and lethargy. Being treated with benadryl. These symptoms have worsened over last three weeks. Device remains implanted. Md plans to treat pt with 6 week course of steroidal medication.